Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided on a supplemental report. Device disposition is unknown.

Event description:
It was reported that there was a revision surgery to revive a hemiarthroplastry proximal humeral fracture. The tuberosities never healed. Converted from a hemiarthroplasty to a reverse total shoulder arthroplasty. Stem was revised and baseplate was put in.